Event description:
Additional information received indicated the event was resolved by reprogramming the device.

Event description:
During follow-up, post-paced t-wave oversensing was observed. Abbott technical support was contacted and recommended reprogramming the device to resolve the event. No intervention was performed at this time. The patient was in stable condition.